Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It via mw5105303 was reported that a female patient underwent a breast surgery with two 425cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms. The symptoms are rheumatoid arthritis, depression, anxiety, weight gain, dry eyes, floaters in eyes, pain, memory loss, taste loss, numb hands and feet, sleep problems, sexual disfunction, headaches, brain fog, hormone issues, hair loss, brain zaps, drug addiction, abnormal bleeding, liver failure, high blood pressure, and high eye pressure. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 2005 based on available information. There is a discrepancy between the manufactured date (22-feb-2007) and the reported implantation date (sometime in 2005). Since the initial reporter source is maude database search, mentor was unable to follow up for clarification. At this time, mentor is reporting the implantation date as (B)(6) 2005 as that¿s the date the patient reported. If additional information becomes available, a supplemental report will be submitted. This report is for the right-sided prosthesis.